Event description:
The customer reported the operation part of the evis lucera duodenovideoscope was leaking. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the adhesive of the lighting lens peeled off. The report is being submitted due to peeled adhesive found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in describe event or problem, evaluation found the complaint was confirmed and water tightness was lost due to deformation of the up/down knob, wear of the forceps control lever, deformation of the elevator channel plug and the guide pin being shaved. In addition, evaluation found the connecting tube was wrinkled and discolored, the paint on the suction cylinder was peeled, the control unit was discolored, the adhesive of the bending section cover was chipped, the nozzle was deformed, the light guide lens was chipped, the play of the up/down knob was out of standard value and the bending angle in the up direction did not meet standard value due to wear of the angle wire, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the adhesive on illumination lens coming off could not be determined, however, it is likely that the issue is the result of use stress or due to external factors and handling. Olympus will continue to monitor field performance for this device.